Event description:
It was reported that after inserting the product into the body and trimming the catheter that was outside the body, it was confirmed that a black foreign object was attached to the catheter shaft after trimming. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed and was determined to be manufacturing related. One segment of a groshong clearvue catheter was returned for evaluation. An initial visual observation revealed a black material was stuck to the outer wall of the catheter tubing. The material was observed to be rubbery and tacky. A microscopic observation revealed blood residue near where the foreign material was present. The foreign material was observed to be mostly black and had an uneven and glossy texture, and appeared to be made of the same material as the ink used to print the depth markings. The investigation has been forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed, and was determined to be manufacturing related. One segment of a groshong clearvue catheter was returned for evaluation. An initial visual observation revealed a black material was stuck to the outer wall of the catheter tubing. The material was observed to be rubbery and tacky. A microscopic observation revealed blood residue near where the foreign material was present. The foreign material was observed to be mostly black and had an uneven and glossy texture, and appeared to be excess material from the manufacturing process. The evidence was forwarded to the manufacturing facility which indicated, "based on the evidence provided to reynosa for evaluation and according to the tests carried out by the aad evaluator, the problem reported by "foreign material in the catheter" is confirmed, the review in the regular process indicated that this contamination is related to the process of plug and tip groshong s/l catheters, the lack of a verification in the cleaning of the catheter is a potential cause of this reported event. Therefore, it is determined that the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. This complaint will be recorded for future trending and monitoring purposes.